Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol 3dmax (device #1) may have caused or contributed to the reported event. The attorney alleges that the patient had subsequent surgical intervention; however no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol 3dmax (device #1). Additional mdrs will be submitted to for each of the other bard/davol devices with claims alleged not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh (device #1), an unspecified bard/davol sepramesh ip (device #2), an unspecified bard/davol ventralex st patch (device #3), or an unspecified bard/davol ventrio st (device #4) on (B)(6) 2012 or (B)(6) 2013 or (B)(6) 2014 or (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol 3dmax mesh (device#1), bard/davol sepramesh ip(device #2), bard/davol ventralex st patch (device #3), and bard/davol ventrio st (device #4). It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the attorney alleges patient experienced emotional distress and the device was defective.